Event description:
Customer reportedly received the following 2 sets of results on the aviva system within 10 minutes: 168 mg/dl and 92 mg/dl; 149 mg/dl, 82 mg/dl, and 64 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.